Event description:
The customer stated that there was a button error on her old insulin pump. The customer's blood glucose level was 72 mg/dl. The insulin pump will need to be replaced. Customer did not want a replacement as she already had a new pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.